Event description:
There was a crack and leakage was found at the spike after connecting by clean flash. The date of how long the set was in used is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.